Event description:
It was reported that there were concerns about an atrial tachy response (atr) episode stored due to atrial tachycardia suspected of being induced by atrial pacing therapy. Technical services (ts) recommended reprograming options. This ICD remains in service. No additional adverse patient effects were reported.